Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2011; dtmb1d1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert due to high rate non-sustained episodes and increased short v-v intervals. Additionally, the rv lead exhibited undefined/high pacing impedance and oversensing which caused inhibition of pacing as long pauses were noted. The rv lead was fractured. The patient experienced feeling lightheaded and dizziness with near syncope. The rv lead was reprogrammed and later partially explanted and replaced. No further patient complications have been reported as a result of this event.